Event description:
It was reported that during a surgical procedure the jaws of the cutting forceps would not close and just remained open. The surgeon had to widen the incision to get the device out. No patient harm was reported.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.